Manufacturer narrative:
(B)(4).

Event description:
Patient had chest tube inserted on (B)(6) 2022 for lung collapse post removal of previous chest tube that day. Patient seen for follow-up in the pneumo clinic on (B)(6) 2022, and arrived at clinic stating the chest tube fell out. On assessment the tube tip was intact. Patient still had the chest tube dressing in place. When removed, the blue clamped securing device was still sutured in place. No patient harm or injury was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Patient had chest tube inserted on (B)(6) 2022 for lung collapse post removal of previous chest tube that day. Patient seen for follow-up in the pneumo clinic on (B)(6) 2022, and arrived at clinic stating the chest tube fell out. On assessment the tube tip was intact. Patient still had the chest tube dressing in place. When removed, the blue clamped securing device was still sutured in place. No patient harm or injury was reported. The patient's condition is reported as fine.